Event description:
It was reported that the non-preloaded intraocular lens (iol) was wasted, vitrectomy was performed. There was patient contact. It was noted that the lens was not removed in a secondary procedure. The lens is not available to be returned. No further information was provided. Through follow up, it was learned that wasted meant the surgeon noted a haptic broke while in the injector. There was a loading issue. It was unknown if there was patient contact or the extent of patient contact. All that was provided was lens was not inserted. It was unknown if the vitrectomy was performed prior to patient contact or after patient contact. It was unknown if there was patient injury. A different lens was inserted. The lens is not available for return. No other information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but unavailable (asku). Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1: first/given name: unknown/not provided. Only initial of first name was provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.